Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 86 mg/dl. The caller stated that the insulin squirted out during the manual prime process and the insulin pump was stuck in the prime loop. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had scratched and cracked display window corners.